Event description:
It was reported this right ventricular (rv) presented in its capture threshold measurements, this was attributed to this lead possibly causing a perforation. Subsequently, this lead was capped and surgically abandoned, with a new lead implanted instead. No additional patient effects were reported.